Manufacturer narrative:
H10: four (4) actual samples were received for evaluation. Visual inspection revealed roughness and appearance of white color on the injection site of all returned samples. A functional leak test was performed on all samples and no issues were observed. The reported condition was verified. The cause of the condition could not be determined. The fifth sample was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of five (5) intravia containers 150 ml were "deteriorated". It was further reported that the injection port of one (1) container completely "fell off". This was identified during the injection of unspecified medication prior to patient use. There was no patient involvement. No additional information is available.